Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient was transported to the hospital due to car accident and rib fracture. A CT scan showed an abdominal aortic aneurysm (aaa) of 80 mm and a semi-emergency procedure was indicated. The patient underwent an endovascular treatment using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. The left common iliac artery was aneurysmatic (diameter 31 mm) but the purpose of this initial procedure is to prevent a rupture of aaa, so both distal ends were landed on the common iliac arteries. The left contralateral leg slightly moved proximally during deployment but the position was acceptable. The patient tolerated the procedure. On (B)(6) 2026, a reintervention was performed for enlargement of the left common iliac artery, which had been found during a follow-up examination. Gore® excluder® iliac branch endoprosthesis (ibe) was additionally implanted on the left side. The patient tolerated the procedure.